Event description:
Reporter alleged blood glucose measured 521 mg/dl at 1:03 am back to back with a result of 103 mg/dl performed at 1:06 am. As a result of the comparison, no actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.